Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg incision site had opened. The patient stated he bruised the site a few weeks ago. As such, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. Cultures were taken and the patient was prescribed antibiotics. The patient will follow-up with the physician as the next course of action.

Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing" regardless of whether device has returned. This will preclude the need for doing supplement for product return. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed it was determined the patient had an infection at the ipg site. The patient was admitted to hospital during which he was treated with IV antibiotics. The patient was released from the hospital after 2 days and was treated with oral antibiotics at home. The patient has completed the antibiotics and the infection has healed. The reported issue has resolved.